Event description:
It was reported that the right atrial lead dislodged. The lead was explanted and replaced. The patient was in stable condition.

Event description:
New information noted that lead was pacing in the ventricle and there was no atrial sensing.